Manufacturer narrative:
The reported event of patient death could not be confirmed. As received, a portion of the lead was returned. Final analysis found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-11678. Related manufacturer reference number: 2017865-2023-11680. Related manufacturer reference number: 2017865-2023-11681. It was reported that the patient had deceased due to congestive heart failure with no known allegations that it was caused or contributed to by their implantable cardioverter defibrillator system.